Event description:
Patient had bilateral inguinal repair laparoscopically done. Eighteen tucks were put in his body. Patient was taken back to surgery due to severe pain in which 13 tucks were taken out. Surgeon found out that one of the tucks had caused a lot of nerve damage. Patient is on pain medication.